Event description:
Information received indicates the bed has a slow head drift.

Manufacturer narrative:
After replacing the head down valve, the technician replaced the CPR/trend valve to repair the bed.